Event description:
Additional information received indicates that surgical intervention took place on (B)(6) 2023, where the ipg was explanted and replaced. Therapy was restored post-op.

Manufacturer narrative:
The event of a patient unable to connect with their ipg was reported to abbott. The system had not been set to surgery mode while the patient underwent an unrelated surgery where electro-cautery may had been used. The ipg could not be recovered. As of (B)(6)2023, the patient didn¿t have any plans for surgery. Since there are no further updates or interventions planned at this time the record would be closed. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. The results of the investigation are inconclusive since the device was not returned for analysis.

Manufacturer narrative:
Date of event is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported the patients ipg became inoperable following an unrelated surgery wherein the device was not set to surgery mode. Troubleshooting was unable to resolve the issue. Surgical intervention may take place at a later date.